Event description:
It was reported that during a diagnostic laparoscopy endometrial ablation procedure, the surgeon had been using the device to ablate endometreosis. When it stopped working the surgeon removed it from the patient and gave it to the scrub; she cleaned it and found that the white tissue pad had come off. She found it on the mayo stand. The surgeon had completed the case and did not require any additional instrumentation. There were no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time